Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13h30047 and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13h30047 and h13k04070. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. The patient was recovering from the peritonitis event and dianeal therapies were ongoing. No additional information is available. This is report 3 of 4.